Event description:
It was reported that this right ventricular (rv) lead has perforated the ventricular wall and was confirmed via fluoroscopy and echocardiogram. Additionally, the patient experienced pericardial effusion and bleeding into the left chest and had been treated with chest tubes and pericardial drains which required an intensive care. Subsequently, the patient has recovered. This rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection showed damaged in insulation where cuts were noted with stretched out coils likely an explant damage. Also, deformed coils were noted. However, the lead passed the electrical continuity and hipot test. Furthermore, the perforation, hemorrhage, and effusion are known risks associated with medical procedures involving implanted cardiac leads.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection showed damaged in insulation where cuts were noted with stretched out coils likely an explant damage. Also, deformed coils were noted. However, the lead passed the electrical continuity and hipot test. Furthermore, the perforation, hemorrhage, and effusion are known risks associated with medical procedures involving implanted cardiac leads.

Event description:
It was reported that this right ventricular (rv) lead has perforated the ventricular wall and was confirmed via fluoroscopy and echocardiogram. Additionally, the patient experienced pericardial effusion and bleeding into the left chest and had been treated with chest tubes and pericardial drains which required an intensive care. Subsequently, the patient has recovered. This rv lead was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead has perforated the ventricular wall and was confirmed via fluoroscopy and echocardiogram. Additionally, the patient experienced pericardial effusion and bleeding into the left chest and had been treated with chest tubes and pericardial drains which required an intensive care. Subsequently, the patient has recovered. This rv lead was explanted. No additional adverse patient effects were reported.